Event description:
The procedure was to treat a non-tortuous and non-calcified 80% stenosed proximal circumflex and a moderately tortuous and 90% stenosed proximal left anterior descending (lad) artery. A 2.0 x 12 mm unknown balloon catheter was used to pre-dilate the lad. A 2.5 x 12 mm xience v stent was implanted at 16 atmospheres in the circumflex without issue. Angiography revealed a large clot in the left main and entire lad. Intracoronary streptokinase 15 lakhs was administered. Two non-abbott stents were implanted in the mid and distal lad and in the left main to the proximal lad. Angiography revealed a total occlusion of the circumflex artery. Dilatation was performed with a 2.0 x 12 mm balloon catheter and a non-abbott stent was implanted from the left main to the circumflex, however, there was dense thrombosis along the entire coronary tree. The patient was intubated, medication was given and three additional stents were deployed; however, the patient died. No additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Thrombosis and death are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: stent: 2.75 x 40 mm, 3.5 x 28 mm, and 3.5 x 21 mm yukon. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.